Event description:
It was reported that at implant, upon visual inspection of lead, the physician was uncomfortable with the appearance of the distal end of the lead which appeared to be "bent" off of the axis. The lead was not used or attempted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled and the lead was damaged at implant. The analyst noted that the helix extends and retracts within product specification.